Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels. It is unknown if use to trap a clot and enlarge a lumen contributed to the event. The reported patient effect of thrombosis is listed in the IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was born with a severely unbalanced atrioventricular canal defect and hypoplastic left ventricle. On an unknown date the patient had a cardiac palliation with a norwood procedure. The patient was re-admitted to the hospital on (B)(6) 2017 with progressive hypoxemia. CT scan found thrombus in the right ventricular to the pulmonary artery conduit. On (B)(6) 2017 the patient was percutaneously treated with the implantation of the 4.0x16 mm graftmaster stent to trap the clot and improve pulmonary blood flow. There were no complications during this procedure. The patient was re-admitted to the hospital on (B)(6) 2017 when a reduction in pulse oximetry saturations was noted at home. CT scan showed a new thrombus at the distal end of the graftmaster stent despite being on aspirin, clopidogrel, and low molecular weight heparin. The patient appears to have a hypercoagulable disorder as the cause of the additional clot formation. Angiogram confirmed a moderate, partially occlusive thrombus at the distal end of the graftmaster stent. A 4.5x16 mm graftmaster stent was implanted overlapping and distal to the first stent. A 5.0x13 mm multi-link ultra coronary stent was implanted at the proximal end of the first stent. There were no complications and the patient did well. No additional information was provided.